Event description:
It was reported that the user experienced prolonged low glucose readings on the continuous glucose monitor (cgm) while capillary meter values were in the 50s, with downward trends after meal announcements that appeared larger than the actual meals. The user treated with oral glucose and temporarily disconnected therapy, and the device component implicated was the user interface with a medical device problem characterized as improper or incorrect procedure or method. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while a usage problem was identified related to the user interface and meal announcement procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.